Event description:
During an unknown procedure, there was withdrawing difficulty with a dura star rx ptca balloon catheter. The surgeon tried many times to remove it. The product was changed to another same like product to complete the procedure. There was no adverse event on the patient.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, there was difficulty withdrawing a dura star rx percutaneous transluminal coronary angioplasty (ptca) balloon catheter. The surgeon tried many times to remove it. There was no adverse event reported. The product was changed to another same like product to complete the procedure. No additional information is available. One non sterile sakura dura star, 3.25 x 15 was received coiled inside a plastic bag. One kink was observed at 23cm from distal end. Balloon was already inflated and received fully deflated. Residues of crystallized contrast medium could be observed in the balloon and body. No other damages were found. Functional test was performed. At first attempt to introduce the guide wire .014" (IFU 10146738 rev. 8) through the unit resistance was felt, it could be related to the residues (crystallized contrast medium) observed in the unit. Residues were removed from the unit and functional test was performed without anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. The failure reported by the customer was not confirmed since no anomalies were found during functional analysis. The cause of the failure could not be conclusively determined. The reported withdrawal difficulty of the dura star ptca could not be confirmed as the device performed as intended during the analysis testing. The exact cause of the difficulty experienced by the customer could not be determined. A kink was noted in the balloon catheter during analysis, however, it is unknown at what point the kink occurred (in patient or during handling and shipping for return). Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the DHR review nor the analysis suggests that the reported withdrawal difficulty could be related to the design and manufacturing process of the device; therefore no actions were taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.